Manufacturer narrative:
Investigation: no product is at hand. Therefore an investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available, it is not possible to determine a possible root cause of the failure. It could be possible that the failure is usage related. Rationale: due to the lack of information and the circumstance that we did not receive any devices for investigation, it is not possible to determine a conclusion and root cause for the mentioned failure. It could be possible that there were problems with the bone cement technique. Potential sources of faults relating to the cement. -the processing time of the used cement was exceeded. -incorrect temperature -unfavorable storage of the cement -the age of the cement -incorrect handling of the cement corrective action: a product safety case has been opened.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the vega tibial plateau component and there was a serious injury that required intervention. The patient initially underwent knee surgery on (B)(6) 2018 and was implanted with the tibial plateau and 12 mm tibial obturator implants. Other details about the initial surgery and diagnosis were not provided. The patient was revised on (B)(6) 2018 for an unspecified reason. During the procedure, the surgeon noted that there was minimal cement adhered to the underside of the tibial plateau component. Additional information has been requested but not yet provided.